Event description:
A zoll pt service rep (psr) called zoll customer support to report that, while fitting a (B)(6) male pt, the cord would not stay connected into the base of the battery charger/modem. The pt never received the defective battery charger/modem. The pt was sent a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (charger brick connector problem) was confirmed. Upon eval, it was determined that the power unit connector would not power up the charger. The cause for the faulty connection is due to the pins in the connector being recessed. The root cause of the recessed pins is likely due to an excessive force applied during mating. No adverse event results from the defective connector. The pt received a replacement charger.